Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band was applied and started losing air. A new tr band was applied with no patient impact. There was no blood loss. Additional information was received on 28feb2024: the procedure performed prior to using the tr band was a right radial artery approach. 12ml's of air was injected into the tr band when it was applied. The tr band started to deflate almost immediately, less than 1 minute. Hemostasis was achieved by replacing with a new tr band of the same lot, no issue. No noticeable damage to the device. The terumo territory manager tested the inflation after it was removed and appeared to be working normal. The patient was stable with no harm.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One tr band and inflator were returned to terumo medical corporation for evaluation. The sample was subject to visual analysis. There are no damage or deformities on the band or inflator. There is 0ml of air left in the band. The sample was subject to leak testing. The band was submerged in a water bath for approximately 30 seconds to check for a leak. A leak was observed from the check valve. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found. The complaint can be confirmed for air leakage issues. The exact root cause cannot be determined. The operations quality engineer was notified about this issue and a nonconformance report(nc) was initiated. The nonconformance report will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).